Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5180319/7070733.

Event description:
It was reported that the patient was experiencing more pain than adequate relief. All device components were explanted and were discarded. The patient was doing well postoperatively.